Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and high pacing threshold due to lead dislodgment which was confirmed through x-ray. The lead was surgically repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.